Event description:
Patient is a 31-year-old male resident of (B)(6) was admitted to (B)(6) emergency department on (B)(6) 2023. Per patient's medical record, has a history of htn, anasarca, quadriplegia, muscular dystrophy, seizure disorder, cirrhosis, cardiomyopathy, and ventilator and trach dependent. Per hospital protocol, routine tracheostomy tube changes are performed every 30 days in (B)(6). Patient had a routine trach change due on (B)(6) 2023, 1 day prior to being transferred to the acute side. On (B)(6) 2023 ~2232, patient had a drop in tidal volumes on the ventilator, rcp attempted to inflate cuff with no improvement, at which point p. Milenkovic, rcp performed an emergency tracheostomy tube change. Same size trach was inserted with no complications. Patient was placed back on ventilator with same settings.